Event description:
Caller reported a cracked and shattered touchscreen on the pump, which occurred when the customer fell and rolled over on it. There was no adverse impact to the customer's blood glucose level. Customer could still interact with the pump and agreed to switch to multiple daily injections as a backup therapy. Tandem technical support arranged to replace the pump with one that has updated software and provided instructions for storage mode. Caller understood and acknowledged the procedures for returning the damaged pump within 10 days using a prepaid ups label.